Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to, the light cover glasses and optical cover glasses were chipped. The distal end adhesive was worn. The control body grip and side cover was stained, aspiration housing colored ring worn and air/water housing colored ring worn. The up/down/left/right angle play evident and not to specification. The water flow and water removal was not to specification. The debris in the nozzle is a stained white like material which did not originate from the olympus endoscope. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis lucera elite colonovideoscope had no water flow through auxiliary water channel. Upon inspection and testing of the customer returned device, it was observed that foreign material was protruding from the air/water nozzle which occurred from insufficient or incorrect reprocessing of the scope that was used for next procedure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that improper reprocessing after the previous procedure made the nozzle clog with foreign material such as gauze, a piece of peripheral device (injection tube, silicone rubber product etc.), human body fluid, adherent matter from used chemical agents. The user can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement: "·operation manual_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.